Event description:
Reporter indicated that a dell handheld computer has been freezing during interrogations ever since the upgrade to software version 7.1. To resolve these events the user had been performing soft resets and reseating the flashcard. Additionally, it was reported that the computer would freeze during system diagnostic testing. These events were resolved with a soft reset. The handheld computer and flashcard have been returned and are awaiting analysis.